Event description:
My friend works for a hospital who reported this problem to the manufacturer but the manufacturer still has not submitted the report to the FDA and the event occurred 8 months ago. I believe this is not only reportable but is a very serious issue that needs immediate attention. The suction catheter (delee w/valve 10f) did not work when needed for infant resuscitation. Multiple suction catheters have to be used when these don't provide suction. This is not an isolated incident, and these are used on infants. It happened several times with different lots and was mentioned by multiple nurses. The nurse is concerned that there will be action against her or her hospital if she reports directly. I waited 8 months for this to be reported and it is still not in public maude so this is why I'm reporting. It is very possible the device was returned to the manufacturer. This supply chain nurse said that there have been so many medline recalls in the last year (individual devices and kits) that they have had to hire another person just to manage those recalls.